Manufacturer narrative:
This report is submitted on 2 october 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020 under a general anaesthetic. The patient was re-implanted with a new device during the same surgery. This report is submitted on december 22, 2020.

Event description:
It has now been reported that the device was explanted on (B)(6) 2020 under a general anaesthetic. The patient was re-implanted with a new device during the same surgery.